Event description:
The customer alleged that he performed a control test and received a result of 304 mg/dl. While troubleshooting, he performed 2 more control tests and received a result of 305 mg/dl. The normal control range was 106-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.